Event description:
It was reported that prior to implant the device was interrogated and it was found that data had already been collected. It was noted that the ventricular fibrillation (vf) count was incrementing because detection was already on, and alerts had been triggered. Data shows that impedance trends started collecting data, high voltage therapy was delivered, and a charge occurred after the company representative received the device. The representative reported that they did not perform any charges or therapies at any time since having the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).